Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained below the iea (inferior epigastric artery) via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater then 5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the sealant was not deployed and provided no specifics. The technician deflated the balloon and the device was removed from the patient. The patient was converted to 22 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home on the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. A small piece of sealant grip tip was observed adhering to the polyimide shaft, approximately 128mm from the balloon proximal tip. The introducer sheath was flush with the distal end of the shuttle cartridge. Upon unsheathing sealant was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1218401) indicated that the device lot met all established performance criteria prior to shipment.